Manufacturer narrative:
This report is being supplemented to provide correction to the lot number and manufacturing date of the subject device. Corrected fields: d4 and h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported that during a therapeutic esophagogastroduodenoscopy procedure (esd), fractured ceramic blade of the single use electrosurgical knife was removed by using foreign object forceps. The procedure was completed after replacing it with a competitor's device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cutting knife was fractured, and the distal part including the tip had detached from the device. The root cause could not be identified. Based on the results of investigation, the likely cause of the reported event might be the following: 1) during tissue incision, an electrical discharge might have occurred due to one of the following factors. The high-frequency output was set too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife, which had reduced strength. This likely caused the cutting knife to break. However, the exact cause of an electrical discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.